Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic roux-en-y procedure, while on tissue transection, the device¿s jaws locked on the tissue. In order to resolve the issue, a new handle was placed on the adapter to be able to open the reload and replace the one not working. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture, however, a design issue was identified during product analysis. The root cause for this failure was discrepancies between the report from the chip and actual state of charge as calculated from the battery voltage. The product analysis established a relationship between a device failure and the reported incident of 'unable to articulate'. The most probable root cause of the incorrect reading is due to a design error with the chip. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.